Manufacturer narrative:
Conclusion not yet available, evaluation in process. A follow-up report will be submitted as soon as the investigation is complete. Oscor inc. Is submitting the above report to comply with 21 cfr part 803, the medical device reporting regulation. The report is based upon information obtained by oscor inc. Which the company may not have been able to investigate or verify prior to the date the report was required by FDA. This report does not constitute an admission that the device, oscor inc., or its employees, caused or contributed to the event described in this report. Nor does this report reflect a conclusion by FDA, oscor inc., or its employees, that the report constitutes an admission that the device, oscor inc., or its employees caused or contributed to the event described in this report.

Event description:
It was reported that patient observed st elevation in ECG while occlutech delivery set iii(ods) was placed in la. Physician advanced the ods into the ra - to prevent more bubbles from getting into the left/arterial circuit - and they increased the o2-level instantly to 100%. In less than a minute st elevation was gone, and everything was fine with the patient. New ods was used to continue the procedure. There was no patient harm reported.

Manufacturer narrative:
One 9f occlutech delivery sheath was returned from the customer with the dilator. The loader was not returned for analysis. The sheath was manually leak tested with the syringe connected to the stopcock and the tip occluded. The sheath did not exhibit leakage when tested using this method. The sheath was then tested using the iso 11070 for liquid leakage test method. The device was occluded at the distal tip and pressurized to 38kpa and held at this pressure for 30 seconds and no leakage was observed from the hemostatic valve. The sheath was further pressurized beyond 300kpa and no leakage was observed from the stopcock, sideport tubing or through the handle. Returned device analysis revealed the sheath was within manufacturing specifications. A duplicate loader cap screwed snug and securely onto the hub of the sheath. The sheath did not leak when tested manually. The sheath also met the iso leakage test method requirement. No manufacturing rejects or anomalies of this type were recorded in the device history record. The introducer sheath passed all inprocess and qa final inspection steps before shipping to the customer, including visual, dimensional, mechanical and leak testing. No manufacturing defects were found. Per manufacturing procedure adelante magnum and destino magnum sheath assembly complete 100% leak test according to procedure. Per qa procedure breezeway ii guiding sheath shaft assembly sampling plan: inspect per ansi z 1.4, gen level 1, normal, and aql 0.40 perform leak test according to procedure 4 per IFU: instructions for use when delivery sheath is used with loader: a loader is to be used at a physician's discretion to open the valve of a delivery sheath for ease of insertion of a diagnostic and/or therapeutic device into the delivery sheath. Follow directions for use from section 8.1 for general use lines 1-6. Completely flush the loader assembly via the side port with three-way stopcock with either saline or heparinized saline to ensure it is free of air prior to use to avoid air embolism to the patient. Inspect loader for air bubbles. Constantly flush loader to prevent air bubbles while loading a diagnostic and/or therapeutic device. Before connecting the loader containing the device to the delivery sheath, remove the dilator and guidewire from the delivery sheath. Secure the loader containing the device using the screw in connector on the delivery sheath hub. Caution: the lock ring on the loader must be screwed tightly against the delivery sheath. This prevents detachment of the loader from the delivery sheath when pushing the device through based on the investigation, a CAPA is not required as findings did not identify a design, labeling or manufacturing non-conformity. In addition, there was no new failure mode identified and the risk remains acceptable. The event will be re-evaluated if additional information becomes available. Oscor will continue to monitor this event type and risk. Oscor inc. Is submitting the above report to comply with 21 cfr part 803, the medical device reporting regulation. The report is based upon information obtained by oscor inc. Which the company may not have been able to investigate or verify prior to the date the report was required by FDA. This report does not constitute an admission that the device, oscor inc., or its employees, caused or contributed to the event described in this report. Nor does this report reflect a conclusion by FDA, oscor inc., or its employees, that the report constitutes an admission that the device, oscor inc., or its employees caused or contributed to the event described in this report.